Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. However, during repair it was further determined that the device had medical debris in the threads of the device. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, the adapter device pinnacle cup would not release from the impactor device. According to the reporter, the user ended up removing the cup and attachment, and proceeded to implant a new cup via standard manual instrumentation. It was reported that there was a 10 minute delay due to the event. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the device had medical debris on the threads. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.